Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was being implanted valve-in-valve inside a non-medtronic surgical valve (abbott epic 27mm). The first valve ((B)(6)) was loaded by a certified staff member. In fluoroscopic loading check, the physician noticed a misload with a crown overlap to node four. A new valve and delivery catheter system (dcs) were used for the procedure. The second valve ((B)(6)) was implanted inside the existing surgical valve. After final deployment, the valve dislodged into the ascending aorta. No patient injuries occurred due to the dislodge. A third valve ((B)(6)) was loaded and implanted inside the second valve. After final deployment, the valve worked successfully and the procedure was completed with good results. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that a pre-implant balloon dilatation was not performed at the outset of the procedure. The deployment starting point for the second valve was mid pigtail. Prior to valve dislodgement, the implant depth in cusp overlap view was about 3mm and a post-implant balloon dilatation was not performed.

Manufacturer narrative:
Image review: one media file was provided for review. Fluoroscopic valve load inspection was performed and a misload was present by overlap to node 4 (image 1). Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should not be used, and a new valve should be loaded onto a new dcs. It was reported that a new valve was used for the implant and dislodged into the ascending aorta which required another valve to be implanted. Of note, images of the dislodgment event were not provided for review thus it is not possible to validate the cause of the dislodgment. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after the final deployment, the valve dislodged into the ascending aorta.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the dislodgment, the valve was at 3 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). The pre-existing non-medtronic 27 mm surgical valve contributed to the valve dislodgment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.